Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient was having data display issues. Patient reports only being able to see short lengths of data or no data at all. No additional patient or event information is available.